Manufacturer narrative:
A steris technician inspected the table, tested all functions, and found the table to be properly operating. The operator manual on pp 1-1 and 2-1 states "warning - tipping hazard - do not release floor locks while patient is on table", and on pp 2-3 "section 2.2.1 prevent possible tipping do not release floor locks while patient is on table." Additionally, a label present on the tables base states "tipping hazard and safe working load- do not release floor locks while patient is on table." Steris conducted in-service training on the proper use and operation of this table on (B)(4), 2011.

Event description:
The user facility reported that at the end of a patient procedure, the hospital staff unlocked the table with the patient in reverse orientation and the table tipped. Hospital staff prevented the table from fully tipping and returned the table to level without further incident. No injuries were reported to hospital staff or patient.